Manufacturer narrative:
The product has not been returned and was reported as not being available for evaluation. Review of the device history record showed the product was properly manufactured and met all release requirements. Since the product will not be returned we are unable to investigate to determine the root cause, which is unknown and inconclusive. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was required. Should the product be received, further investigation will follow. The investigation is considered complete at this time.

Event description:
The (B)(6) national medical device adverse events reporting system reports that the hospital was performing vitrectomy where the disposable pack was used. During surgery, the doctor found that the cutter did not work. The product was stopped, removed, and immediately replaced with another. Valid contact information was not provided making follow-up impossible. It could not be determined if aspiration continued during the time the cutter stopped working. It was reported that there was no adverse effect on the patient.